Manufacturer narrative:
The product has not been returned and no return is expected. The dealer did not provide the end users name during the original call and when he was called back for more information, he stated without the end user's name he could not provide any further information. The complaint of the chair lunging forward by itself could not be confirmed. There have been no replacement parts ordered at this time. Should additional information become available, a supplemental record will be filed.

Event description:
The consumer stated to the dealer, that the chair lunges forward by itself. The consumer alleges this has happened a few times a month.